Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. No appearance of physical damage. Was able to duplicate the acu watchdog failure or primary audible alarm post error at power up that was reported by the customer. Speaker does not operate as intended. Replaced speaker. Performed pm maintenance and all functional testing. The root cause of the issue could not be determined. A manufacturing DHR review was performed. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
It was reported that a acu watchdog failure alarm was experienced. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A review of the event history log (ehl) identified primary audible alarm post error.